Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and the issue could not be replicated. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced.

Event description:
A medtronic representative reported that the imaging system displayed the message "connected, not ready" and could not be used. There was no patient present when this issue was identified.